Event description:
It was reported the patient received an inappropriate shock from the right ventricular (rv) lead due to t-wave oversensing. It was noted that patient had foot surgery six days prior to the shock and was not feeling well and had been crawling around on the floor due to the pain when the shock was received. The sensitivity was going to be reprogrammed and the rv lead remains in use. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.